Manufacturer narrative:
(B)(4). Pinion axle support the analysis results found that the ats45 device was received with the firing mechanism damaged as the firing trigger was jammed halfway. The device was received with a reload present. The reload was received partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a thoracic procedure, the device would not release properly. The jaws opened, but the closing trigger and firing trigger were stuck together and the doctor did not try to manually separate them. The cut and staleline were fine. Another device was used to complete the procedure. There was no adverse consequence to the patient.